Event description:
It was reported that a user newly trained on the ilet experienced persistent hyperglycemia after starting therapy, including overnight values reportedly over 400 mg/dl and a reading of 289 mg/dl at the time of the call, while the pump had run out of insulin and the user was agitated, dizzy, and reluctant to reconnect during a guided full supply change. Symptoms included hyperglycemia and dizziness. Outcomes included troubleshooting and user education, including a recommendation for a complete supply change. Investigation included review of available pump reports and remote troubleshooting. Investigation of this case revealed that insulin delivery was interrupted due to the device being out of drug, and the user did not complete reconnection at the time of the call, which could contribute to continued hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.